Manufacturer narrative:
(B)(4). The analysis results of the device found that the bag was not received for evaluation. Further analysis found that the device was received already deployed and in good condition. The event could not be confirmed as the bag was not received for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the bag broke with the gall stone in the bag. Another device was used to retrieve the gall stone with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.